Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. The insulin pump was also received normal operating currents. The insulin pump had no blank display during testing. The insulin pump had no damage on the lcd isolation tape noted during testing. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube and cracked battery tube threads.

Event description:
The customer reported via phone call that the blank display persisted. The customer reported that the insulin pump had a blank display after putting the insulin pump into rest and after receiving a new battery cap. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.